Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction code while changing the cartridge on the pump. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer's blood glucose (bg) level was 243 mg/dl and a bolus via the pump was delivered to address the bg level.